Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test. No device test failed alarms or pump error 43 alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. The customer¿s blood glucose level was 190 mg/dl at the time of incident. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reports they were unable to clear the alarm. Customer states they are able to rewind the pump. Customer stated that they were performed the displacement test and insulin pump error appeared. The insulin pump will be returned for analysis.